Manufacturer narrative:
(B)(4); attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an out-of-range shock impedance measurement (>125 ohms), which had been around 90-100 ohms for the past several months. Boston scientific technical services (ts) was consulted and advised to bring patient into the clinic to perform further troubleshooting or continue to monitor the impedance values. The ICD remains in service. No adverse patient effects were reported.